Event description:
A malfunction on the pump was reported by the customer, identified as a momentary power loss to the vibrator motor with fault ID "malf 12." There was no reported impact on the customer¿s blood glucose levels as it did not exceed 500 mg/dl. In response, tandem technical support issued a replacement pump with updated software and provided the customer with necessary instructions for returning the pump, which the customer understood and acknowledged. The customer will continue to use current pump for insulin therapy.